Manufacturer narrative:
H11: corrected information in section d2a.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. The root cause was associated with a mechanical component failure. Factors that could have contributed to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This could be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.

Event description:
It was reported that during set up or inspection, the motor drive unit was broken. There was no delay and a backup device was available. There was no patient involvement. Per the results of the investigation, the a functional evaluation revealed an overheating of the housing.